Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned with the product packaging and label, referencing the catalog and lot number. The balloon size for this product was printed on the hub and identified the returned sample as a 9mm x 4cm balloon. The balloon was received partially inflated. The catheter was kinked 54.3cm from the distal tip, just distal to the proximal butt joint. However as the user did not report any kinks, it is likely that the manner in which the device was packaged for return may have contributed to the kink. No anomalies were noted along the length of the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested using an 0.035¿ guidewire. The guidewire was unable to pass completely through the catheter, likely due to the kink in the catheter. The inflation hub was connected to an inflation device and water was used to inflate the balloon. Upon inflation, water was observed leaking from the proximal butt joint. A partial circumferential catheter break was identified at the glue joint. The balloon could not be inflated to rated burst pressure due to the leak. The balloon was deflated without issue. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. The investigation was confirmed for a partial circumferential break at the proximal butt joint, resulting in the reported leak. The root cause for the partial break at the proximal balloon butt joint could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a lesion in the right brachiocephalic vein, a leak was identified following the first inflation of the pta balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.